Event description:
During the routine pump replacement procedure, they found that the patient¿s catheter was no longer intrathecal; it was subcutaneous. The patient had not noticed a change in her spasticity and was unaware of a problem. The catheter was replaced with a newer model catheter during the procedure. The patient believed that the catheter never was patent and that she was probably not getting drug intrathecally for the 6 years that it was in place. The device system was delivering baclofen.

Manufacturer narrative:
Concomitant: product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).